Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined for the reportable event of the power turning off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd xenon light source had no power/intermittent power. When it's on startup, it will run for a little bit, then just power off. The issue was found during preparation for the use of an unspecified diagnostic procedure. No additional information is available. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the igniter was firing normally, and the power switch was working okay. The device was turned on and off several times without any issues. The device evaluation also found a worn-out socket slider switch, causing intermittent use of high intensity mode; the olympus lamp life meter was reading below 50 hours, and the unstable light intensity output measured out of range. Minor scratches on the front panel and top cover.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.